Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress on the insulation of the black power cable. The reported event of atypical low voltage alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned system controller (serial #: (B)(6). The submitted log file and the log file downloaded from the returned system controller contained approximately 1 day of data combined (B)(6) 2020 per the timestamp). Low voltage advisory alarms that were not associated with routine battery depletion were intermittently active throughout the log files due to the rsoc voltage on the black power cable fluctuating and dropping below the low voltage threshold while connected to 14v batteries. The log files also captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections due to the rsoc voltage on the black power cable dropping below the expected voltage range while connected to the mobile power unit (mpu). No other atypical alarms were active throughout the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 9:53:27 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The controller was connected to a mock circulatory loop and tested with a test power module and the controller operated the pump at the set speed with no issues or atypical alarms produced, including when the power cables were manipulated by hand. Evaluation of the power cables revealed an elevated resistance on the rsoc wire in the black power cable; this is consistent with conductor breakdown. The elevated resistance did not affect the functionality of the controller during testing. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis; however, the observed conductor breakdown could have resulted in the reported event. The conductor breakdown appears consistent with repetitive flexing of the power cable during use. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 08nov2017. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low battery alarms when the gauge showed 50% remaining battery power. The log file analysis showed odd voltages while using battery power and the mobile power unit. A bent/broken pin on the controller black power lead was suspected to be the cause of the issue.